Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used in a soft tissue ablation (neuro) procedure. It was reported that the wrong fiber was fired. This was a double catheter case. The site forgot to switch to fiber 1 when done with the ablation at fiber 2. The fibers were utilized in reverse order. Both catheters had cooling and only test dose (20%) was applied. The mistake was noticed after about 20 seconds of laser on time. Diffusion images were taken after the ablation in catheter 1 location was completed with the correct catheter showed any signs of ablation in the erroneous location. Trajectory of fiber 2 was through motor cortex and it was possible that the erroneous test dose was in the wrong location it was in the motor cortex. The resolution was that the site switched to the correct catheter. They performed a post scan and inspected the trajectory for signs of damage in unintended spot. The patient had left side weakness in both arms and legs. The health care professional stated that it was impossible to know if this deficit, which they think will be temporary, was caused by the catheter going through motor cortex or by the erroneous test dose location. Probable cause of the reported issue was due to the site using the system incorrectly. There was no delay to the procedure.